Event description:
It was reported that the bd alaris infusion set experienced flow issues. The following information was provided by the initial reporter: back check valve failure: 2426-0007 primary set. Connected was an ICU medical secondary set containing chemo. The secondary bag contents (chemo) backed up into the primary bag and they said the drip chamber was full. This happened in the (B)(6) unit.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the secondary bag contents (chemo) backed up into the primary bag could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris infusion set experienced flow issues. The following information was provided by the initial reporter: back check valve failure ¿ 2426-0007 primary set. Connected was an ICU medical secondary set containing chemo. The secondary bag contents (chemo) backed up into the primary bag and they said the drip chamber was full. This happened in the inpatient oncology unit.